Manufacturer narrative:
A technical support specialist (tss) was not able to confirm the reported event, but suspected the likely cause of the quality control shifting low was due to lot to lot variation. The customer was running test cup lot number d115288 when the issue began; tss sent a different lot number d415291 to the customer, which resolved the reported issue. The aia-360 analyzer is functioning as expected. No further action required by technical support at this time. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. A 13-month lot history review through aware date of event for similar complaints was performed for ipth test cup lot number d115288. There were no similar complaints identified during the search period. The st intact parathyroid hormone analyte application manual states the following: quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event could not be established, however it's likely a lot to lot variation of reagents.

Event description:
A customer reported intact parathyroid hormone (ipth) quality control (qc) has shifted low after changing test cup lots on the aia-360 analyzer. The customer performed the six (6) month maintenance, but qc remains low. Technical support specialist (tss) sent a different lot number to the customer which resulted in delayed reporting of patient samples for intact parathyroid hormone (ipth). The analyzer is down. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.